Event description:
It was reported that the iab was partially inserted, but could not be fully advanced over the "swg". It seemed to become stuck on it. The assembly was then removed and a new "swg' inserted. This iab also could not be passed over this wire either. At that time, a second iab was opened and inserted. No pt related complications occurred.